Event description:
It was reported that during preparation for a percutaneous coronary intervention, a stent was dislodged from a balloon. During unpacking, they noticed that the 4.00x 16mm promus element plus stent was loose from the balloon. The procedure was completed with another of the same device. No complications were noted and patient's status is fine.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a stent was dislodged from a balloon. During unpacking, they noticed that the 4.00x 16mm promus element plus stent was loose from the balloon. The procedure was completed with another of the same device. No complications were noted and patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned without a stent and without the product mandrel. The stent protector was placed over the balloon. The balloon did not appear to have been subjected to positive pressure, and the stent crimp marks were clearly visible on the balloon material. The balloon was folded. There was no visible damage along the length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).